Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on pd therapy previously had peritonitis in (B)(6) 2022. There were no reported issues with any fresenius products that caused or contributed to the reported event. Additional follow-up was performed with the patient¿s pd nurse who stated on (B)(6) 2022 the patient had fungal peritonitis, characterized by abdominal pain. Pd culture results are treatment details were not provided as the nurse stated there was limited chart information for this event. However, the nurse indicated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient recovered from the peritonitis event. Since, the patient has resumed pd treatments via placement of a new pd catheter (not a fresenius product). The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the pd culture was updated to no mold growth after the culture incubation period. Therefore, the nurse stated the cause of the peritonitis was inconclusive/unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the /liberty select cycler/liberty cycler set and the patient¿s fungal peritonitis event (characterized by abdominal pain). Peritonitis is a well-documented complication in patients undergoing pd therapy and fungal peritonitis can account for 3-6% (or higher) of all peritonitis episodes. (Us national library of medicine, 2009) based on the available information, the cause of the patient¿s peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient on pd therapy previously had peritonitis in november 2022. There were no reported issues with any fresenius products that caused or contributed to the reported event. Additional follow-up was performed with the patient¿s pd nurse who stated on (B)(6) 2022 the patient had fungal peritonitis, characterized by abdominal pain. Pd culture results are treatment details were not provided as the nurse stated there was limited chart information for this event. However, the nurse indicated the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The patient recovered from the peritonitis event. Since, the patient has resumed pd treatments via placement of a new pd catheter (not a fresenius product). The nurse indicated there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the pd culture was updated to no mold growth after the culture incubation period. Therefore, the nurse stated the cause of the peritonitis was inconclusive/unknown.